Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts, resets) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged electrode belt and monitor.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was receiving frequent gong alerts. The patient's monitor was also reportedly resetting.